Event description:
The customer returned the product for patient-controlled analgesia (pca) failure, during device evaluation, it was found that the upstream occlusion (uso) seal was tearing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). H3: one device was received for evaluation. The service history review indicated no previous repairs related to this complaint. The alleged issue of pca failure was confirmed, however, upon further inspection, a reportable malfunction of upstream occlusion (uso) seal tearing was identified. The device will undergo further functional and delivery tests before it¿s returned to the customer.